Manufacturer narrative:
(B)(4).

Event description:
The complaint states a transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). H6: type of investigation - correct code: 4115.